Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and prolift and miniarc was implanted. It was reported that following the procedure the patient experienced erosion. It was reported that the patient underwent excision of eroding prolift vaginal mesh on (B)(6) 2014 by dr. (B)(6). In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4) it was reported that following insertion the patient experienced recurrent urinary tract infections, vaginitis and recurrence of prolapse.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.